Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Investigation results- there is no specific optetrak device information provided. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification that the patient underwent a left total knee replacement on (B)(6) 2017. After an initial recovery period and for a period of years thereafter, patient¿s devices performed as expected. In recent months, patient has begun to experience persistent pain, swelling, clicking, and instability in both knees. The patient¿s treating orthopedic surgeon has indicated that a revision surgery will likely be necessary. No device return anticipated due to this being a legal case. No further information.